Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 47 mg/dl with cognitive impairment on (B)(6) 2014. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump experienced a loss of prime issue. It was reported the loss of prime issue occurred more than once with the same cartridge, however, the cartridge had not been changed. The cartridge was reportedly being used per instructions and had not experienced any recent sudden change of force or temperature. The reporter noted the patient primed while attached after a loss of prime alarm, inadvertently infusing 1 unit of insulin. This complaint is being reported because the reported hypoglycemia was associated with an alleged cartridge malfunction that lead to a use error of the pump.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed without failures; no leaks were observed from the cartridge including the luer connection and o-rings. The cartridge force readings were out of specification: a low force reading was discovered during testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.